Manufacturer narrative:
An event of explant of valve and valve noted to be calcified upon explant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, a 23mm trifecta valve was successfully implanted. The valve was explanted and replaced with an unknown valve on (B)(6) 2023. There was no leaflet tear, but the leaflets were observed to be calcified on the trifecta valve. The patient status was reported as unknown.